Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 17th november, 2023 getinge became aware of an issue with one of surgical lights - lucea 100. As it was stated, the spring arm stop pin was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - lucea 100. As it was stated, the fork stop pin was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Further information provided by getinge employee indicated that the pin fell into the arm. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no risk of pin falling from the device, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on (B)(6) 2023 getinge became aware of an issue with one of surgical lights - lucea 100. As it was stated, the spring arm stop pin was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on (B)(6) 2023 getinge became aware of an issue with one of surgical lights - lucea 100. As it was stated, the fork stop pin was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Further information provided by getinge employee indicated that the pin fell into the arm. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no risk of pin falling from the device, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 investigation findings: results pending completion of investigation///3233 corrected h6 investigation findings: none initially provided information was pointing to missing stop pin. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was not clear as the stop pin fell into the arm. It was determined that the issue investigated herein is not safety and risk related. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.